Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The lead had high pacing impedance and was oversensing noise with multiple short v-v intervals and non-sustained ventricular tachycardia episodes noted. The lead was initially programmed off and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.